Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During external visual inspection a crack in the housing was detected. The device was able to power on using the customer's batteries. When powered on, all of the led segments illuminated at all brightness levels. The device was able to obtain readings, and providing alarm alerts such as no cable and sensor off when appropriate. The customer complaint was not duplicated.

Event description:
The customer reported their display shows 63/61 instead of 83/61. No patient impact or consequences were reported.